Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted right ventricular (rv) lead exhibited high impedance during multiple deployments. The physician thought it was related to a helix issue. The physician also commented that they did not like how the helix came out of the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.